Event description:
During a bankart repair, the anchor broke as it was being inserted. Surgeon pre-drilled prior to placement of the anchor. Broken portion of the anchor was left embedded in the patient. A twenty minute delay resulted. An additional anchor was used to complete the repair.

Manufacturer narrative:
Evaluation of the device showed the eyelet portion of the anchor and suture remain in the inserter. The hex of the anchor is not aligned with the inserters hex. The eyelet was removed and hex is deformed.